Manufacturer narrative:
The ge healthcare depot service technician replaced the power switch to resolve the issue. No report of patient involvement. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The ge healthcare depot service technician found the power switch to be defective.